Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump again had an unexpected restart alarm during normal use. The customer's blood glucose level was 56 mg/dl at the time of the incident. The customer was able to clear the alarm and was able to complete rewind. The customer stated that the alarm occurred shortly after inserting a new battery. The customer has experienced multiple unexpected restart alarms after battery change. The device will not be returned for analysis.